Manufacturer narrative:
Correction in type of reportable event to serious injury.

Manufacturer narrative:
Event problem codes: (B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that seventeen (17) years, eight (8) months post-implantation of this 21 mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to stenosis. The patient is reported as doing fine and no additional details were provided.